Event description:
This is filed to report the clip detaching from one leaflet and tissue injury requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (20308r183) was implanted and was unstable on the leaflets. A second clip (20104r105) was selected to implant in order to stabilize the first clip and further reduce mr. While advancing the second clip in the patient it contacted the first clip and the first clip became more unstable. However, the second clip was implanted but had a single leaflet device attachment (slda). The clip detached from the posterior mitral leaflet. Five minutes after deployment a tear on the posterior leaflet occurred. The patient¿s mr increased to a grade of 4 and the procedure was converted to a mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported device damaged by another appears to be related to procedural conditions, and due to this second clip interacting with the first implanted clip, causing the implanted clip to become more unstable (partial clip movement). A cause for the reported single leaflet device attachment however, cannot be determined. Unspecified tissue injury appears to be related to the procedural circumstances related to the single leaflet device attachment. Tissue damage is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.